Event description:
It was reported that the atrial lead's threshold has risen. The caller speculated that the lead may have been bumped during a maze procedure. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.